Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose after an overnight supply change while using the ilet with a steel infusion set, and the user acknowledged leaving the protective cover on the infusion set needle during the change and mistakenly confirming drops during fill tubing; troubleshooting and education were completed, including instruction to properly fill tubing, perform an infusion site change, and obtain a fingerstick, after which glucose decreased from about 380 mg/dl to 298 mg/dl and later to 143 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.